Event description:
As reported by an eye care professional, a patient developed a corneal ulcer in the right eye. It was reported that the patient wore a new pair of lenses on (B)(6) 2015 from morning to evening and sought medical attention in emergency hospital on (B)(6) 2015 where they were diagnosed with a corneal ulcer in the right eye. The eye care professional indicated that there was a problem with the lenses as the patient only wore the lens for a day. It was reported that the patient received laser therapy on (B)(6) 2015 and the symptoms resolved and the eye looks fine. Additional information received from the eye care professional on (B)(6) 2015 indicated that the patient rinsed the lens case with water and that the patient received laser therapy from several unknown eye care professionals. No further information was provided.

Manufacturer narrative:
The lot number is known and samples from known lot 10189518 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).